Event description:
An optometrist reported that approximately two weeks following lasik surgery, the patient presented with dry eyes. The patient reported experiencing eye redness and fluctuating vision. In a follow up, the optometrist reported that the event was treated with increased artificial tears and the dryness improved. The optometrist expects the event to resolve with the treatment and the patient is happy with her vision. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).